Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient reported a skin irritation from her neck to her waist. The area was described as red and itchy. During a follow up, the patient indicated that her doctor prescribed prednisone and the irritation had healed.